Event description:
It was reported that the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found a fuse on the power distribution board was blown because the system interface board was touching the metal box on the video controller-board. Repositioned both circuit boards away from each other and replaced the fuse. The system operates as intended.